Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to recognize signals from all ecgs and therapy electrodes from a test belt. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified but is consistent with damage sustained when a patient is externally defibrillated while wearing the device. There is no evidence that the damaged resistor caused or contributed to the patient death, as the patient was in a non-shockable rhythm prior to passing.

Event description:
While investigating monitor sn (B)(4), which was last used by a patient who passed away while wearing the lifevest, a reportable problem was found. The monitor was unable to recognize ECG and therapy electrode signals from the electrode belt. There is no indication that this malfunction contributed to the patient death, as the patient was in asystole prior to passing. The device properly detected and alarmed for asystole, which is considered a non-shockable rhythm.